Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that survey respondent mentioned about bacteriuria, pain, hematuria, bowel injury, incontinence, epididymitis , accidental removal , retained fragments from catheter, leakage , catheter blockage when they were asked of the complications while using the biocath hydrogel coated suprapubic latex foley catheter. It was unknown what medical intervention was provided.

Event description:
It was reported that survey respondent mentioned about bacteriuria, pain, hematuria, bowel injury, incontinence, epididymitis , accidental removal , retained fragments from catheter, leakage , catheter blockage when they were asked of the complications while using the biocath hydrogel coated suprapubic latex foley catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. A potential root cause for this failure could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that survey respondent mentioned about bacteriuria, pain, hematuria, bowel injury, incontinence, epididymitis , accidental removal , retained fragments from catheter, leakage , catheter blockage when they were asked of the complications while using the biocath hydrogel coated suprapubic latex foley catheter. It was unknown what medical intervention was provided.